Manufacturer narrative:
(B)(4). Batch # p56v3a. Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the firing knob broke off of the device, did it fall into the patient? If yes, was it retrieved? Will it be returning with the remainder of the device for analysis? If not, was it disposed of? The firing knob will be returning with the ntlc body.

Event description:
It was reported that during an unknown procedure, the firing knob broke off when a surgeon tried to fire the device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56v3a. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload. No functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.